Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that beep anomaly. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer was assisted with self test. Insulin pump beep during tone test and did not vibrate. The insulin pump will not be returned for analysis.